Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. The patient stated she continued to experience pain, and was taking pain medication. She reported she struggled to stand upright and had back pain just walking. The patient has been in contact with her gynecologist and was told this is normal. Additional information has been requested.

Manufacturer narrative:
(B)(4) - difficulty with ambulation. Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The procedure was completed successfully and the patient went home the same day and was prescribed buscopan to take the next day. The pain started the day after the procedure on (B)(6) 2013 and got worse and worse for the following 4 weeks. The patient experienced back pain, stomach pain and a swollen stomach. The patient went to the emergency room on the weekend of (B)(6) 2013 and was given diclofenac, (B)(6) , and dafalgan forte. The patient continued to have pain and went to a physician on (B)(6) 2013 and was prescribed tradonal which helped. The patient received a second opinion from a gynecologist on (b)(^) 2013 and was advised to start taking hormonal medication again and told not to have any surgery again for that endometriosis, because of scar tissue. Currently, the patient¿s pain is the same as it was prior to the procedure. (B)(4).